Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), dense chordae for a mitraclip procedure. During the preparation, one of the grippers would not lower consistently for the first mitraclip and the gripper line was too tight. Device was replaced. During the procedure, anterior gripper of second mitraclip xtw would not lower and raise consistently. Anterior leaflet became caught on the upper side of the gripper. Multiple attempts were made to free the leaflet from the gripper and device was everted into the atrium. Clip was pulled through the guide and removed from the patient. Gripper was not functioning and appeared to have tissue or the chord around the gripper apparatus. Imaging was difficult. Another device was prepared and implanted in the patient. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.